Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.